Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump touch screen was unresponsive and the battery was depleting too quickly. There was no reported adverse impact to customer's blood glucose. Customer declined troubleshooting. No additional information was able to be obtained.